Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced two infusion sets tubing detached events on (B)(6) 2024 from connector. Infusion sets were used for 24 hours. Blood glucose level was 17 mmol/l at the time of the event. Patient took correction injection via multiple daily injection (mdi) for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.